Manufacturer narrative:
Siemens reviewed the customer's qc and calibration data and it was acceptable. Siemens reviewed data from other patients from these systems with the customer and found that no other samples were impacted. Based on the qc and calibration results, the instrument is performing acceptably. The interpretation of results section of the instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The limitations section of the IFU states: "test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results-sometimes in consultation with other medical experts."

Event description:
The customer observed lower than expected advia centaur xp thcg results from a patient. The results were higher upon testing for thcg on a second advia centaur xp. There are no reports that treatment was altered or prescribed or adverse health consequences due to the difference in advia centaur thcg results.